Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, 6 minutes into a 10-minute hta procedure, while under mac, the patient started to moan and become uncomfortable. The patient had a d and c prior to the case and visually it was hard to see what was happening during the ablation. Due to this fact, the physician kept putting fingers around the vagina to ensure a good seal even though the tenaculum stabilizer was being used the machine did alarm (rate not known) so they aborted the case. The physician saw that the raytec was slightly wet. Cooled patient down for 1 minute and removed sheath from patient. Physician then injected silvadene cream and examined the patient noticing a slight blanching on the cervix. There is no further information regarding the patient.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2378. Additional information regarding lot number, manufacture date and expiration date are summarized. Refer to for correction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Corrected data: should be: hta procedure set was: 5-pack hta procedure set: should have been: 2007 initial MDR.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.